Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Event description:
New information notes that failure to capture and far p wave oversensing was noted on the right ventricular (rv) lead.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and far p wave oversensing. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.